Manufacturer narrative:
B3: date of event is estimated. D4: a partial UDI is being reported because the lot number was not provided. The device was not returned for analysis. A corrective and preventive actions (CAPA) review was performed and revealed an indication of a product quality issue. Additionally, a production record review and a review of the complaint handling database was not performed because the lot number was not reported. The investigation determined the reported difficulties appear to be a potential product quality issue. On oct 24th 2024, abbott vascular determined that a field action was required for specific lots of ppak 20/30 w/copilot product. The product associated with this complaint is from the impacted population. This action is being taken due to an increased potential for a leak in the indeflator under pressure or vacuum due to a gap in the hose snap fitting and o-rings from a specific supplier.

Event description:
It was reported that during preparation, the indeflator leaked and would not hold pressure. There was no device use or patient involvement and there was no reported clinically significant delay in the procedure. Another indeflator was used to complete the procedure. No additional information was provided.